Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the device was incorrectly reported as received. The suspect medical device was not returned for evaluation. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4) block d9. Device available for evaluation: no

Manufacturer narrative:
The mentor failure analysis lab has received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 375cc mentor smooth round moderate profile saline breast implants experienced bilateral deflation of implants post-operatively. Deflation was confirmed by a physician. As a result, the patient underwent explantation and replacement with 475cc mentor smooth round moderate profile saline breast implants, catalog #: 3501680, left lot-serial #: (B)(4) and right lot-serial #: (B)(4) on (B)(6) 2020. This medwatch report is for the left-sided implant.